Manufacturer narrative:
(B)(4).device is combination product.(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenosed, 18mm in length target lesion was located in the moderately tortuous with greater than 45° bend and mildly calcified left circumflex artery. Pre-dilation was performed using a maverick balloon at 12 atm's and then a 2.5x20mm quantum balloon at 16 atm's. A 2.5x20mm taxus liberte stent was advanced multiple times to treat the target lesion, but was unable to cross the lesion. The physician then used an unspecified cutting balloon to dilate and attempted to deliver the stent again but it did not cross. At this point stent damage was noted. The procedure was successfully completed with another 2.5x20mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Strut rows at the proximal end of the stent were raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenosed, 18mm in length target lesion was located in the moderately tortuous with greater than 45° bend and mildly calcified left circumflex artery. Pre-dilation was performed using a maverick balloon at 12 atm's and then a 2.5x20mm quantum balloon at 16 atm's. A 2.5x20mm taxus liberte stent was advanced multiple times to treat the target lesion, but was unable to cross the lesion. The physician then used an unspecified cutting balloon to dilate and attempted to deliver the stent again but it did not cross. At this point stent damage was noted. The procedure was successfully completed with another 2.5x20mm taxus liberte stent. No patient complications were reported and the patient's status is stable.